Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the system shut down during a procedure. There is no report of pt injury associated with this event.